Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose was 6.7 mmol/l. It was stated that the battery compartment had crack and customer was not able to read display. The troubleshooting was performed. The customer was advised that insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. No missing segments or partial display or unreadable display noted. The insulin pump passed the displacement test and self test. The insulin pump was received with case cracked behind the insulin pump near the battery compartment and cracked battery tube threads.